Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had a longevity drop by 2 years of battery life. A request was made to have data from this device analyzed. Data analysis results are still pending. No adverse patient effects were reported.

Manufacturer narrative:
Additional information indicated that the device battery was depleting normally and the premature battery depletion (pbd) allegation was rejected. This makes the record not reportable, therefore please disregard report # 2124215-2022-26693.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had a longevity drop by 2 years of battery life. A request was made to have data from this device analyzed. Data analysis confirmed this device is depleting normally. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had a longevity drop by 2 years of battery life. A request was made to have data from this device analyzed. Data analysis confirmed this device is depleting normally. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Data analysis identified the increased power consumption correlated with an increase in atrial sensing, which is expected functioning of the device.additional information indicated that the device battery was depleting normally and the premature battery depletion (pbd) allegation was rejected. This makes the record not reportable, therefore please disregard report # 2124215-2022-26693.

Manufacturer narrative:
Upon receipt, this device was thoroughly inspected and analyzed. A longevity calculation was completed, and it was confirmed that the device had high current drain was detected, but the battery still supported full device function. Device memory was reviewed, and it was also noted that the device sensed in the atrial chamber of the time while implanted with prolonged high atrial rates. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Chronic high atrial rates, as occurred with this device, can reduce longevity in devices that are programmed ddd(r) with atrial sensing on. Device power consumption increases proportional to the additional processing for sensed atrial events. As a result, the high rate of atrial sensing was determined to be the cause of the longevity being lower than expected. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Data analysis identified the increased power consumption correlated with an increase in atrial sensing, which is expected functioning of the device. Additional information indicated that the device battery was depleting normally and the premature battery depletion (pbd) allegation was rejected. This makes the record not reportable, therefore please disregard report # 2124215-2022-26693.

Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as it had a longevity drop by 2 years of battery life. A request was made to have data from this device analyzed. Data analysis confirmed this device is depleting normally. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.